Event description:
The pt reported that on (B)(6), she was hospitalized with diabetic ketoacidosis. She stated that the morning of the event, her blood glucose was normal between 150-200 mg/dl. At approximately 4:00pm, she began to feel bad and her blood glucose measured 700 mg/dl. She bolused through the infusion device and her blood glucose decreased to 518 mg/dl. She went to the hospital at 10:00pm. At the hospital, she disconnected from the infusion device and was treated with injection therapy. She was released from the hospital on (B)(6). She stated that the day of the report, she would begin use of her backup infusion device. She believes the infusion device does not accurately deliver insulin. No further info is available. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.